Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed at (0.21vdc. A pairing test/download with nordic bluetooth device was performed and passed. A 4. Perform share log review was performed and failed due to tx not found. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, the probable cause of the loss of connection was found to be a defective transmitter. The reported event of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.